Manufacturer narrative:
This part is not approved for sale in us but a similar product with catalog# 5540430 , 510k# k113174 and UDI# (B)(4) is approved for sale in us. (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
Procedure: posterior thoraco lumbar fusion levels implanted: t11-l5 it was reported that on an unknown date, post-op, screw loosening at l4/5 was observed so a revision surgery was performed to replace the screw.during the surgery it was found that l4 right set screw came off.it is unknown that if the set screw completely backed out. However, it seemed on the screw head.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.